Event description:
Ri it was reported that this implantable cardioverter defibrillator (ICD) as unable to be interrogated. The device displayed a red call dr signal indicative of shock impedance high out of range. The device is suspected to have a lot of fo calcium buildup on the right ventricular (rv) lead. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) as unable to be interrogated. The device displayed a red call dr signal indicative of shock impedance high out of range. The device is suspected to have a lot fo calcium buildup on the right ventricular (rv) lead. The device remains in service. No adverse patient effects were reported.